Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted after filling the device with flucloxacillin. There was no patient involvement. No additional information is available. This is report 4 of 7.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 17, 2014 to july, 18, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.